Event description:
It was reported that the biomed called for assistance with the arctic sun device reported issue unable to reach targeted temperature (tt). Had power on device and access event log that shows alert 113 reduced water temperature control and alert 45 ac power lost.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per follow up information received via task on 08aug2025, the device did not have enough water. Once the water was filled to the proper level, the device began to function properly and was able to reach the target temperature. The device has been returned to service. No patient involved at the time of the malfunction. No repairs were needed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed called for assistance with the arctic sun device reported issue unable to reach targeted temperature (tt). Had power on device and access event log that shows alert 113 reduced water temperature control and alert 45 ac power lost. Per follow up information received via task on 08aug2025, the device did not have enough water. Once the water was filled to the proper level, the device began to function properly and was able to reach the target temperature. The device has been returned to service. No patient involved at the time of the malfunction. No repairs were needed.